Event description:
Philips received a complaint on the patient information center ix indicating the sound was not working properly. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer, and it was decided that a philips technical consultant (tc) be dispatched onsite. The tc could not confirm if there was sound due to the fact the device was stuck in a boot loop and the application could not be loaded to the personal computer (pc). The tc also recalled there was no speaker inoperative message present during that time. The tc indicated, while trying to restart the (pc), the sound was not working properly, and they could not determine what the issue was. The philips tc re-imaged the pc and reloaded the central station application. After performing some testing with reboots, they confirmed the unit to be working to specification. No further investigation or action is warranted at this time. E1: reporter institution phone number: (B)(6).